Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported two implant loss. Sf - (B)(4). Pt came into our office completing of pain on the upper right. Dr noticed the implant bridge was mobile. He cleared the avis hole to torgue to tighten the implant as he was doing so the implant bridge come out. We were unable to place new implant in that areas we had to clean out area and suture.